Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. The auto stopcock was found to be broken. The welding profile of the auto infusion valve (aiv) surface was inspected for any welding anomalies; the top and bottom base of the auto infusion valve (aiv) were not sufficiently welded. Visual inspection of the photo confirmed a separation between the top and base of the auto infusion valve. The most likely root cause based on historical customer event data is related to an internal manufacturing issue, a non-conformance investigation is in-progress to confirm failure mode and causality for this event. Actions associated with the reported event are planned to determine root cause and take appropriate action. Complaints are reviewed and monitored at regular intervals for adverse trends. A trend was identified for this event and is being addressed currently through a non-conformance investigation. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the infusion tube was found broken and the balance salt solution leaked during surgery. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).